Manufacturer narrative:
The country of the event is columbia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received a patient representative regarding a patient (foreign) who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump it was reported that the caller was unsure of the patient¿s date of birth. The patient was not present on call, and the patient was in columbia. It was indicated that the patient was implanted (B)(6) 2018. The reason for call was that they had been trying to get in contact with medtronic for a year because the pump was disconnected a year ago and the pump was making a sound every 5 to 10 minutes. It was further reported that the patient's healthcare provider gave the order to disconnect the pump. It was indicated that the patient had two cardiovascular problems because of the pump and was now having problems with their life. The caller then said they did not know because medtronic disconnected the pump. It was further reported that the cost of the patient¿s medication was too much. The issue/pump making a sound every 5 to 10 minutes was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller noted they had told the doctor many times, and the doctor said it was not their fault, and it was the manufacturer's fault. The onset/date of the event was unknown.

Manufacturer narrative:
B2 correction: the initial report indicated life threatening in error regarding outcomes attributed to adverse event. H6 correction: the device code a26 was previously indicated in error and has been replaced with a24. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was clarified that the patient¿s pump, which was their second pump, was implanted on (B)(6) 2018 for replacement of their previous pump regarding battery depletion. It was indicated that the patient repeatedly refused to continue with the manufacturer¿s support, and it was proposed to provide the healthcare provider with a programmer so that they could continue the reprogramming and refilling process without the manufacturer¿s support. The last pump reading with the manufacturer¿s support occurred on (B)(6) 2025. The last pump refill with the manufacturer¿s support occurred on (B)(6) 2024. Regarding the report of the pump having been disconnected a year ago, it was clarified that the manufacturer¿s staff did not disconnect the pump, and that the pump¿s elective replacement indicator (eri) occurred in (B)(6) of 2025 with end of service (eos) expected to have occurred in may of 2025. It was indicated that the sound heard from the pump occurs when it fulfills the eri and is near eos. It was noted that during check-ups, the various physicians treating the patient were informed that the service life of the intrathecal pump was to expire in march 2025, with this date being the suggested time for its re placement. Regarding actions taken to resolve the pump alarm, the physician formulated the procedure for replacing the pump but then decided to stop treating the patient because of the patient¿s bad behavior. An alternate physician had also formulated the procedure for replacing the pump, but the manufacturer representative had not been informed by the health service of an authorization and requirement for the device. A third physician formulated the procedure for explanting the pump. As the pump accomplished its eos last year, it was assumed the alarm remains active. Regarding the report of the patient having had two cardiovascular problems, the onset/date of events were unknown. The specific issues/signs/symptoms experienced regarding the patient having had two cardiovascular problems and problems with life were unknown. The cause of the two cardiovascular problems and patient had problems with life was unknown. Actions taken to resolve the two cardiovascular problems and patient having had problems with life were unknown and it was unknown if these issues were resolved. Regarding if the device would be returned to the manufacturer, this was indicated as not applicable as the pump currently remains implanted in the patient as of (B)(6) 2026. It was noted that the information was confirmed with the three different physicians associated with the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The call was taken with a spanish interpreter on the line. The patient calling from colombia and it was noted that they had issues. It was indicated that the patient had substances/medications that were not prescribed by the healthcare provider. It was indicated that last year, the pump was turned off and the healthcare provider would no longer service the pump. It was further reported that their life was put at risk. It was indicated that the patient was in the operation room and they caught the people putting in a substance that was not prescribed by the healthcare provider. It was further noted that people had been extorting the patient for years and they were giving the people their house, pension, and money. The patient had filed a report with the district attorney. It was further indicated that the pump was manipulated and was not authorized by the healthcare provider. The patient indicated that the pump should have morphine, but it didn't. The patient was being denied services by the healthcare provider. They were coordinating an operation to have pump replaced, but they were being denied services. It was fu rther reported that the patient had a restraining order against medtronic, so no one could come near them. It was noted that they had taken this to communication media since they found other patients who had gone through similar things with the manufacturer. It was indicated that people in colombia and bogota got together for a lawsuit. The patient needed their pump removed and they needed another device implanted. It was further reported that the device was causing them health issues and harming their life. Pt said that the doctors they had were the best available and yet they were told that there was nothing the doctors could do since the manufacturer didn't want to do anything. Instead of doing something good for them, the patient was being taken advantage of. The patient was redirected to their healthcare provider several times. It was noted that their attorney tried to contact the manufacturer via letter. At the time of the report, it was reviewed to have the attorney call the manufacturer to get in contact with legal department. The patient stated that the physicians were felons and that the pump was beeping every ten minutes.